Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information regarding the procedure and its completion, but the customer didn¿t provide the answer. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch intermittently failing to perform x-ray. Upon functional testing, the fse found that the issue was due to the broken cable in the area where it connects. The defective wired footswitch was returned for analysis, and it showed the failure in the mounting bracket at cable/connector. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was failing x-ray intermittently. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.